Event description:
It was reported to medtronic neurosurgery that the physician had found the stopcock leaked after the device had been connected to the patient, and that it was replaced with a new external drainage kit. .

Manufacturer narrative:
The returned drainage kit was patent. However it did not meet the requirements for leak testing due to cracks on the patient line stopcock. It is unknown how or when this damage occurred. The instructions for use that accompanies the device cautions that alcohol should be used to clean and disinfect the latex free injection site only. Use of alcohol on other plastic connectors of the edm patient connection line assembly, or the use of other, non-specified disinfectants, may cause cracking/damage and result in loss of system integrity. A review of the manufacturing records showed no anomalies. (B)(4).